Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain female'), genital haemorrhage ('abnormal bleeding (general)') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a 26-year-old female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and paratubal cyst. Essure trailing coils: left tube (3), right tube (5). Previously administered products included for an unreported indication: iud nos. Concurrent conditions included abdominal pain, left upper quadrant pain, constipation, diarrhea, hearing decreased, nasal congestion, sinus congestion, dyspnea, suicidal ideation, vaginosis bacterial, itching, pap smear abnormal, vulvovaginitis, vaginitis, venereal disease nos, acute sinusitis, cough, facial pain, rhinorrhea, ear discomfort, neck stiffness, anxiety, shortness of breath, irritability, insomnia, feeling sad, feelings of worthlessness, sinus congestion, sneezing, joint stiffness, runny nose, hand pain, vertigo, dysplasia, shoulder pain, paresthesia, acute maxillary sinusitis, right upper quadrant pain, dizziness, anogenital warts, giddiness, allergic rhinitis, gerd, leg pain, esophagitis, ear pain, sore throat, pharyngitis, swollen glands, ear ache, flank pain, blood in urine, chills, fever, nipple discharge, anemia, hematemesis, hematochezia, melena, odynophagia, penicillin allergy, allergic rhinitis, knee pain and skin irritation. Concomitant products included fluticasone propionate (flonase) since 2012 for multiple allergies, ondansetron since 2012 for nausea as well as cetirizine, escitalopram oxalate (lexapro), meclozine hydrochloride, omeprazole and sertraline hydrochloride (zoloft). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings/ hormonal changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), personality disorder ("psychological or psychiatric problems condition: personality disorder"), depression ("psychological or psychiatric problems condition: depression/ psych injury related to essure"), tooth disorder ("dental problems,"), dysmenorrhoea ("dysmenorrhea (cramping)/ chronic, dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), alopecia ("hair loss"), migraine ("migraines / headaches"), application site rash ("rashes or skin conditions type: patch of bumps"), vaginal discharge ("vaginal discharge"), photophobia ("vision/eye problems type: light sensitivity"), haemorrhoids ("other injury (ies) or complication please describe: hemorrhoids"), back pain ("back pain") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal . Infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nervous system disorder ("nuero condition/problem") and was found to have cervix carcinoma (seriousness criterion medically significant) and hormone level abnormal ("harmonal changes"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy surgical removal of coil) and tooth extraction. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia, back pain, female sexual dysfunction, abdominal pain, metrorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder and hormone level abnormal had resolved, the genital haemorrhage, cervix carcinoma, vaginal haemorrhage, menorrhagia, mood swings, personality disorder, depression, tooth disorder, fatigue, dyspepsia, alopecia, migraine, nausea, application site rash, vaginal discharge, photophobia, weight increased, haemorrhoids, vaginal infection, gastrointestinal disorder, headache and nervous system disorder outcome was unknown and the neck pain was resolving. The reporter considered abdominal pain, alopecia, application site rash, back pain, bladder disorder, cervix carcinoma, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haemorrhoids, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neck pain, nervous system disorder, pelvic pain, personality disorder, photophobia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011. Discrepancy noted in removal date- (B)(6) 2019. The plaintiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, dermatitis allergic. Discrepancy noted- the plaintiff states that she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, back pain, neck pain, vaginal discharge, fatigue, nausea, heartburn,weight loss, dysplasia, depression, photophobia, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : events added- female sexual dysfunction, abdominal pain, metrorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, vaginal infection, gastrointestinal disorder, headache, nervous system disorder, hormone changes. Outcome of events ¿pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, metrorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, vaginal infection, urinary tract infection¿ updated to ¿recovered / resolved¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain female/chronic pain'), device dislocation ('migration'), genital haemorrhage ('abnormal bleeding (general)') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a 26-year-old female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and paratubal cyst. Essure trailing coils: left tube (3), right tube (5). Previously administered products included for an unreported indication: iud nos. Concurrent conditions included abdominal pain, left upper quadrant pain, constipation, diarrhea, hearing decreased, nasal congestion, sinus congestion, dyspnea, suicidal ideation, vaginosis bacterial, itching, pap smear abnormal, vulvovaginitis, vaginitis, venereal disease nos, acute sinusitis, cough, facial pain, rhinorrhea, ear discomfort, neck stiffness, anxiety, shortness of breath, irritability, insomnia, feeling sad, feelings of worthlessness, sinus congestion, sneezing, joint stiffness, runny nose, hand pain, vertigo, dysplasia, shoulder pain, paresthesia, acute maxillary sinusitis, right upper quadrant pain, dizziness, anogenital warts, giddiness, allergic rhinitis, gerd, leg pain, esophagitis, ear pain, sore throat, pharyngitis, swollen glands, ear ache, flank pain, blood in urine, chills, fever, nipple discharge, anemia, hematemesis, hematochezia, melena, odynophagia, penicillin allergy, allergic rhinitis, knee pain and skin irritation. Concomitant products included fluticasone propionate (flonase) since 2012 for multiple allergies, ondansetron since 2012 for nausea as well as cetirizine, escitalopram oxalate (lexapro), meclozine hydrochloride, omeprazole and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ chronic, dysmennorhea (cramping)"), mood swings ("hormonal changes describe: mood swings/ hormonal changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), personality disorder ("psychological or psychiatric problems condition: personality disorder"), depression ("psychological or psychiatric problems condition: depression/ psych injury related to essure"), tooth disorder ("dental problems,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), alopecia ("hair loss"), migraine ("migraines / headaches"), application site rash ("rashes or skin conditions type: patch of bumps"), vaginal discharge ("vaginal discharge"), photophobia ("vision/eye problems type: light sensitivity"), haemorrhoids ("other injury (ies) or complication please describe: hemorrhoids") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). In 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal . Infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("nuero condition/problem"), anaemia ("anemia") and visual impairment ("vision problems") and was found to have cervix carcinoma (seriousness criterion medically significant) and hormone level abnormal ("harmonal changes"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy surgical removal of coil) and tooth extraction. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, urinary tract infection, dyspareunia, female sexual dysfunction, dermatitis allergic, bladder disorder, urinary tract disorder and hormone level abnormal had resolved, the device dislocation, device expulsion, genital haemorrhage, cervix carcinoma, vaginal haemorrhage, menorrhagia, mood swings, personality disorder, depression, tooth disorder, fatigue, dyspepsia, alopecia, migraine, nausea, application site rash, vaginal discharge, photophobia, weight increased, haemorrhoids, vaginal infection, gastrointestinal disorder, headache, nervous system disorder, anaemia and visual impairment outcome was unknown and the neck pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, application site rash, back pain, bladder disorder, cervix carcinoma, depression, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haemorrhoids, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neck pain, nervous system disorder, pelvic pain, personality disorder, photophobia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 discrepancy noted in removal date- (B)(6) 2019 the plantiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, dermatitis allergic. Discrepancy noted- the plantiff states that she did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, back pain, neck pain, vaginal discharge, fatigue, nausea, heartburn,weight loss, dysplasia, depression, photophobia, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: event was added- migration, device expulsion, anemia, nickel allergy and vision problems. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), genital haemorrhage ('abnormal bleeding (general)') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a 26-year-old female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and paratubal cyst. Essure trailing coils: left tube (3), right tube (5). Previously administered products included for an unreported indication: iud nos. Concurrent conditions included abdominal pain, left upper quadrant pain, constipation, diarrhea, hearing decreased, nasal congestion, sinus congestion, dyspnea, suicidal ideation, vaginosis bacterial, itching, pap smear abnormal, vulvovaginitis, vaginitis, venereal disease nos, acute sinusitis, cough, facial pain, rhinorrhea, ear discomfort, neck stiffness, anxiety, shortness of breath, irritability, insomnia, feeling sad, feelings of worthlessness, sinus congestion, sneezing, joint stiffness, runny nose, hand pain, vertigo, dysplasia, shoulder pain, paresthesia, acute maxillary sinusitis, right upper quadrant pain, dizziness, anogenital warts, giddiness, allergic rhinitis, gerd, leg pain, esophagitis, ear pain, sore throat, pharyngitis, swollen glands, ear ache, flank pain, blood in urine, chills, fever, nipple discharge, anemia, hematemesis, hematochezia, melena, odynophagia, penicillin allergy, allergic rhinitis, knee pain and skin irritation. Concomitant products included fluticasone propionate (flonase) since 2012 for multiple allergies, ondansetron since 2012 for nausea as well as cetirizine, escitalopram oxalate (lexapro), meclozine hydrochloride, omeprazole and sertraline hydrochloride (zoloft). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), personality disorder ("psychological or psychiatric problems condition: personality disorder"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), alopecia ("hair loss"), migraine ("migraines / headaches"), application site rash ("rashes or skin conditions type: patch of bumps"), vaginal discharge ("vaginal discharge"), photophobia ("vision/eye problems type: light sensitivity"), haemorrhoids ("other injury (ies) or complication please describe: hemorrhoids"), back pain ("back pain") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with ibuprofen, surgery (bilateral salpingectomy surgical removal of coil) and tooth extraction. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain and neck pain was resolving and the genital haemorrhage, cervix carcinoma, vaginal haemorrhage, menorrhagia, mood swings, urinary tract infection, personality disorder, depression, tooth disorder, dyspareunia, fatigue, dyspepsia, alopecia, migraine, nausea, application site rash, vaginal discharge, photophobia, weight increased and haemorrhoids outcome was unknown. The reporter considered alopecia, application site rash, back pain, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, haemorrhoids, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, personality disorder, photophobia, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, back pain, neck pain, vaginal discharge, fatigue, nausea, heartburn,weight loss, dysplasia, depression, photophobia, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), genital haemorrhage ('abnormal bleeding (general)') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a (B)(6)-year-old female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and paratubal cyst. Essure trailing coils: left tube (3), right tube (5). Previously administered products included for an unreported indication: iud nos. Concurrent conditions included abdominal pain, left upper quadrant pain, constipation, diarrhea, hearing decreased, nasal congestion, sinus congestion, dyspnea, suicidal ideation, vaginosis bacterial, itching, pap smear, vulvovaginitis, vaginitis, venereal disease nos, acute sinusitis, cough, facial pain, rhinorrhea, ear discomfort, neck stiffness, anxiety, shortness of breath, irritability, insomnia, feeling sad, feelings of worthlessness, sinus congestion, sneezing, joint stiffness, runny nose, hand pain, vertigo, dysplasia, shoulder pain, paresthesia, acute maxillary sinusitis, right upper quadrant pain, dizziness, anogenital warts, giddiness, allergic rhinitis, gerd, leg pain, esophagitis, ear pain, sore throat, pharyngitis, swollen glands, ear ache, flank pain, blood in urine, chills, fever, nipple discharge, anemia, hematemesis, hematochezia, melena, odynophagia, penicillin allergy, allergic rhinitis, knee pain and skin irritation. Concomitant products included fluticasone propionate (flonase) since 2012 for multiple allergies, ondansetron since 2012 for nausea as well as cetirizine, escitalopram oxalate (lexapro), meclozine hydrochloride, omeprazole and sertraline hydrochloride (zoloft). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), personality disorder ("psychological or psychiatric problems condition: personality disorder"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), alopecia ("hair loss"), migraine ("migraines / headaches"), application site rash ("rashes or skin conditions type: patch of bumps"), vaginal discharge ("vaginal discharge"), photophobia ("vision/eye problems type: light sensitivity"), haemorrhoids ("other injury (ies) or complication please describe: hemorrhoids"), back pain ("back pain") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with ibuprofen, surgery (bilateral salpingectomy surgical removal of coil) and tooth extraction. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain and neck pain was resolving and the genital haemorrhage, cervix carcinoma, vaginal haemorrhage, menorrhagia, mood swings, urinary tract infection, personality disorder, depression, tooth disorder, dyspareunia, fatigue, dyspepsia, alopecia, migraine, nausea, application site rash, vaginal discharge, photophobia, weight increased and haemorrhoids outcome was unknown. The reporter considered alopecia, application site rash, back pain, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, haemorrhoids, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, personality disorder, photophobia, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, back pain, neck pain, vaginal discharge, fatigue, nausea, heartburn, weight loss, dysplasia, depression, photophobia, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs&mr received reporter information, lot no was added. Case becomes incident injury nos replaced with new event added pelvic pain, vaginal bleeding, genital bleeding, menorrhagia, mood swings, urinary tract infection, personality disorder, depression, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, heartburn, hair loss, migraines, nausea, patch of bumps, cervical cancer, vaginal discharge, light sensitivity, weight gain, hemorrhoids, back pain, neck pain. Severity added back pain, neck pain, pelvic pain and event outcome added back pain, neck pain, pelvic pain, dysmenorrhea (cramping). Medical history, concomitants drugs, treatment drugs, and lab test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.